Manufacturer narrative:
Consumer experienced an injury to their mouth. Complaint received from (B)(6).

Event description:
Consumer called stating that the shaft of the toothbrush came out during use and injured their mouth. No medical attention was sought.

Manufacturer narrative:
The root cause of the customer's complaint is a loose metal shaft, resulting from a shaft press fit issue.